Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Unexpected characters/screen appearance was observed. Dsplght-13 was cloned to address the issue. Control solution testing has been performed and all results were within range specification.  All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d4 - lot # inadvertently left blank and d4 - expiration date was incorrectly documented in follow up report #1. Correction have been made.

Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of "lo" (below 20 mg/dl) and "lo" (below 20 mg/dl) which were lower than lab readings of 138 mg/dl and 140 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter  powered on with button and test strips. Unexpected characters/screen appearance was observed. Dsplght-13 was cloned to address the issue. Control solution testing has been performed and all results were within range specification.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of "lo" (below 20 mg/dl) and "lo" (below 20 mg/dl) which were lower than lab readings of 138 mg/dl and 140 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of "lo" (below 20 mg/dl) and "lo" (below 20 mg/dl) which were lower than lab readings of 138 mg/dl and 140 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.